Event description:
The customer reported the ventilator was alarming due to a patient circuit occlusion. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. During service, the manufacturers service technician reported the service technician reported the blower would change speed when a wiring connector from the blower to the motor controller pcb board was moved. The finding as noted could result in a failure of the blower to operate as specified, with an occlusion alarm and no ventilation during normal ventilation mode operation. The service technician replaced the blower to address the reported problem. Applicable final testing was completed and passed to operating specifications. Factory analysis of the blower revealed an intermittent connection at the blower wiring harness connector.